Event description:
Peripheral neuropathy of hands and feet [neuropathy peripheral], weakness in legs [muscular weakness], vomiting [vomiting], nausea [nausea], incontinence [incontinence], injuries [injury], hypocupremia [copper deficiency], hyperzincemia [hyperzincaemia]. Case description: an attorney reported that her client, a female with age unspecified, used fixodent denture adhesive, version unk cream to secure her dentures, unspecified total daily use beginning 1992 through 2009, and reported the following: peripheral neuropathy of hands and feet and weakness in legs beginning (B) (6) 2009, rapidly progressed to vomiting, nausea, and incontinence, injuries, hypocupremia, and hyperzincemia. The client was confined to a wheelchair and received substantial unspecified medical and hospital treatment before passing away as a result of degeneration, secondary to hypocupremia and hyperzincemia, on (B) (6) 2009. The case outcome was fatal. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k)#k945200.